Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the door switches were aligned and motion was re-calibrated to restore functionality.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would intermittently not complete start up and could not perform 3d image acquisitions. There was no patient present when this issue was identified. No additional information was provided.